Event description:
It was reported that the blade broke while using the system 6 precision handpiece during a procedure. The case was completed successfully using a back up device, without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, blades breaking, was duplicated; it was confirmed that the portion of the blade mount that secures the blades was broken. A broken blade mount pin may result in increased vibrations that could cause or contribute to broken blades as well as the damage to the blade mount.

Event description:
It was reported that the blade broke while using the system 6 precision handpiece during a procedure. The case was completed successfully using a back up device, without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.